Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm-383033-leakage. On (B)(6) 2025, while performing a venous puncture assessment on patient bed 38 in a non-emergency situation, a nurse from the second internal medicine department discovered a leak in the tubing of a closed-system intravenous catheter. Upon discovering the issue, the nurse immediately replaced the closed-system intravenous catheter with a new one. The patient experienced no discomfort and suffered no harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#4295993): 1) the products of this batch were assembled at intima ii auto line 2 in oct 2024, and packaged at r240 & cfs package line in oct 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, the test result showed that no leakage was found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Due to the inability to identify the specific location and abnormal condition of the defect sample where leakage occurred, and the sample itself has not been received for further analysis, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.